Event description:
The complainant had an impella cp pump placed to support a ventricular tachycardia/ventricular fibrillation arrest patient admitted in with acute myocardial infarction/cardiogenic shock. After three days, the pump was weaned and explanted. Upon explant, it was observed that the limb developed signs of ischemia. The team had vascular surgery intervene and the decision was made to take the patient to the operating room emergently for exploration and endarterectomy. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿